Event description:
It was reported that the patient had a problem with the tubes supplied. The customer stated that the biocath foley catheter 16ch re9148 tube was of the correct size, however the infection control 16ch su9042 was a lot thinner in size. Further, stated that both catheters have been supplied as part of this catheter set in separate orders, labelled as 16ch and the thinner tube was causing problems for the patient if used. Per follow up received on 10aug2021, it was stated that one of the size issues of being thinner, and the other was the issue of the set with 2 different sizes and asked the complainant how they are receiving these orders as the catheters are individually packed.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be operator error. A photo sample was returned of a 2 eggshell foley catheters. Unable to determine the french size of either catheter by evaluation of the photo sample. No visual defects were noted. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required as the reported event is unlikely to be caused by the user. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a problem with the tubes supplied. The customer stated that the biocath foley catheter 16ch re9148 tube was of the correct size, however the infection control 16ch su9042 was a lot thinner in size. Further, stated that both catheters have been supplied as part of this catheter set in separate orders, labelled as 16ch and the thinner tube was causing problems for the patient if used. Per follow up received on (B)(6) 2021, it was stated that one of the size issues of being thinner, and the other was the issue of the set with 2 different sizes and asked the complainant how they are receiving these orders as the catheters are individually packed.